Event description:
User had just transferred into the chair from vehicle. At power up, the elevating leg rests acted on its own, trapping user's legs under the door of the vehicle. The wheelchair had been exposed to very low temperatures for an extended period of time (hours, not days) prior to the incident.